Manufacturer narrative:
A customer in australia notified biomérieux of obtaining a misidentification result in association with the vitek® ms instrument ((B)(4), (B)(6)). Investigation fine tuning: for instrument (B)(6), a fine tuning was needed during the tests made between (B)(6) 2021. No fine tuning was needed during the tests made on (B)(6) 2021 (after a new fine tuning). For instrument (B)(6), a fine tuning was also needed during the tests made on 1(B)(6) 2021. In addition, the fine tuning indicators acceptance criteria could be affected by the non-optimal quality of the calibrator spot preparation. In these conditions, it might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Spot preparation quality: the calibrator ¿all peaks¿ values were heterogeneous. Heterogeneous peaks are an indication of non-optimal spot preparation. Knowledge base (kb) review: based on customer ¿s information, the organism identification could be streptococcus oralis which is present in the vitek ms kb v3.2. However, no reference method (i.e. Sequencing) was performed to confirm the identification, thus it remains unknown. Sample data analysis: instrument (B)(6) - reprocessing the customer data with vitek ms kb v3.2, spectra led to "no identification" and a potential misidentification to streptococcus pneumoniae. The tests have been made with an instrument needing fine tuning. This results in the low number of ¿all peaks¿ detected (28 and 35). Instrument (B)(6) - reprocessing the customer data with vitek ms kb v3.2, spectra led to a "no identification" result, misidentification as s. Pneumoniae, and low discrimination score for s. Mitis/oralis ¿ s. Pneumoniae. The tests providing the potential misidentification as s. Pneumoniae were made with an instrument needing fine tuning. The re-tests made after a new fine tuning resulted in the expected identification of streptococcus mitis/oralis and a no identification result (misidentification resolved). Based on these findings, the identification issues obtained with both instruments are linked to fine tuning which has drifted under the limit. During the analysis of the instrument status, it has been noticed that the ¿all peaks¿ values and ¿good peaks¿ values have been decreased rapidly compared to the values observed during the fine tuning. Rapid decreases in the peak values occur due to either quality differences in spot preparation (i.e. Culture, spot, different operator, operator skills, ¿), or linear detector drift. The detectors for both instruments are near the maximum value of 3100. When the linear detector is near the maximal value, it becomes less sensitive. Field service will work with the customer to schedule replacement of the linear detectors. Biomérieux r&d department has recorded a change request (B)(4) to improve the future vitek® ms knowledge base for streptococcus species. Conclusion fine tuning has drifted under the vilink alert tool criteria local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (B)(4) to help with sample spot preparation. Service will also organize the replacement of the linear detector for both instruments

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in australia notified biomérieux of obtaining a misidentification result in association with the vitek® ms instrument (ref 410895, serial (B)(4)). The customer tested the patient isolate on their vitek® ms and obtained an identification to streptococcus pneumoniae. The customer also tested the isolate using the rapid strep api® test strip and with the optochin disc test method; identification of streptococcus oralis and a resistant optichin result were obtained. The customer confirmed the resistant optichin result aligned with the streptococcus oralis; the expected optichin result for streptococcus pneumoniae would be susceptible. The customer also tested the patient isolate with a second vitek® ms instrument ref. 410895, serial (B)(4). Refer to (B)(4). There is no adverse patient impact; the customer confirmed that the incorrect results were not reported to the treating physician. A biomérieux internal investigation will be conducted.